Event description:
Pt was sitting on seat of walker in his kitchen when right front caster separated from frame. Pt fell and landed on his left hip. Pt was taken for x-rays on (B)(6) 2009, to check for fracture. It was determined by the x-rays that the hip was badly bruised, and no fracture was found.

Manufacturer narrative:
As of (B)(4) 2009, (B)(4) has notified it's consignees that a recall has been initiated for w1700b and w1700r essential rollators with serial numbers ranging from (B)(4) up to (B)(4). The device involved in this event is in the serial number range affected. The device malfunctioned due to the problem addressed by the recall.